Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a display problem (defective console) at the level of a hybrid unit . When the device was turned on, a continuous sound was emitted with no display. There was no patient involved, and no adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : not returned to manufacturer

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a display problem (defective console) at the level of a hybrid unit . When the device was turned on, a continuous sound was emitted with no display. It is unknown if a patient was involved; however no adverse event was reported.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a display problem (defective console) at the level of a hybrid unit . When the device was turned on, a continuous sound was emitted with no display. There was no patient involved, and no adverse event was reported.